Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the beta-subunit (hcgb). The sample initially resulted as 0.100 miu/ml and this value was reported outside of the laboratory. The physician questioned the result since a urine pregnancy test performed on the patient 2 hours prior to sample collection was positive. The sample was repeated on the same analyzer, resulting as >10000 miu/ml accompanied by a data flag. The sample was then automatically repeated by the analyzer with a 1:100 dilution, resulting as 15074 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The hcgb reagent lot number was 19028003, with an expiration date of 03/31/2017. The customer stated that they noticed possible "floaties" in the sample prior to repeat testing, but there were no alarms or messages from the analyzer at the time of initial testing. The field service representative could not determine a cause. He replaced the pinch valve tubing, cleaned and checked all probes and nozzles, and checked tubing connections. He verified that all tubing and connections were working properly. He ran performance testing and this was within specifications.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A possible root cause was fibrin or a clot in the patient sample. It was determined that centrifugation conditions of the sample were incorrect. No reagent or instrument issues were evident.